Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6(update codes), h11. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. Visual inspection was performed on the photo sample which showed that the tubing was separated from the second y-site clearlink in the downstream part. During the visual inspection of the returned sample, a separation between the luer and the tube was observed. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set tubing separated at the clearlink y-site. The event occurred while unscrewing the luer lock from the IV line in the ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.